Manufacturer narrative:
(B)(4). Gender/sex: unknown, not provided. If implanted, give date: n/a (not applicable) as lens not implanted. If explanted, give date: n/a (not applicable) as lens not implanted, therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the delivery system split and the intraocular lens (iol) was not ejected properly. The actual iol touched the patient's eye but no injuries reported and no incision enlargement required. A new iol was used, same model and diopter. No further information available.

Manufacturer narrative:
The delivery system and the intraocular lens iol) were not returned to the manufacturing site for evaluation; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency all pertinent information available to abbott medical optics has been submitted.